Event description:
The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). Patient noted that the cannula was not inserted, and they never felt the needle going into their skin. The patient's glucose level was noted as greater than 250mg/dl while wearing the pod for an undetermined number of hours. Upon pod removal, the cannula was visible and the pink slide was confirmed to have advanced as expected. Further details including treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone14.7cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.